Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic anterior resection (lar) procedure. While resecting the rectum, the surgeon pressed the green firing button, the device would not fire. Two staples partially appeared on the staple pockets of the cartridge in question. They re-connected the adapter and reload, however, the adapter displayed a "0" in the indicator. The case was completed using a new handle and reload. No patient injury.